Event description:
It was reported that the device broke at the vamp reservoir. There were no pt complications reported. Follow up with the hospital indicated that the reported event occurred in january; however, the specific date is unk. Reportedly, there were no pt complications. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.